Manufacturer narrative:
Concomitant medical products: 7120 st jude lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture and no sensing. It was also reported that there was oversensing in the past but no recent oversensing. Impedance has been stable and within normal range. The patient experienced phrenic nerve stimulation with high outputs. The lead was turned off. Chest x-ray revealed the lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.